Event description:
It was reported that the ventricular lead exhibited capture anomalies. Insulation abrasion was noted, and appeared to be from friction to the atrial lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found multiple insulation abrasions on the lead at 41.4 to 46.8 cm from the connector pin. The damage found is consistent with that caused by friction to another device. The insulation abrasion on the lead could cause capture anomalies.